Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I did the same thing') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced infection ("I got infection"), dyspareunia ("I don't want to have sex and it hurts when we do"), depression ("depressed") and fatigue ("tired all the time") and was found to have weight increased ("I weigh more now then I did when I was pregnant / never weighed this much"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered depression, dyspareunia, fatigue, infection, medical device removal and weight increased to be related to essure. The reporter commented: patient has been taking stool softeners and gas medications everyday. She lost 6 lbs at two weeks post op. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events (painful intercourse, depressed, tired all the time, weight gain) were added. New reporter was added. On 23-mar-2020: content received from social media. New reporter and reporter causality comment were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I did the same thing') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("I got infection"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, infection no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I did the same thing') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("I got infection"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.